Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the o-ring from the flapper system fell into the pt's abdomen. 11/13/1998 rep responded the gasket was retrieved laparoscopically with graspers and the trocar replaced with another to complete the case.